Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown at this time. (B)(4). (Evaluation conclusion codes): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was placed during a gastrostomy placement procedure performed on an unknown date. According to the complainant, during the removal of the device on (B)(6) 2019, the internal bolster detached inside the patient and was retrieved using an endoscope. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported due to this event.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was placed during a gastrostomy placement procedure performed on an unknown date. According to the complainant, during the removal of the device on (B)(6) 2019, the internal bolster detached inside the patient and was retrieved using an endoscope. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported due to this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown at this time. Block h6 (device codes): problem code 2907 captures the reportable event of feeding tube internal bolster detached. Block h10: the analysis of the returned device revealed that an endovive securi-t percutaneous replacement gastrostomy tube. The molded internal bolster was detached from the tube. Additionally, the customer provided some pictures of the device, the pictures show the molded internal bolster detached from the tube. The complaint was consistent with the reported incident that the internal bolster was detached. It is most likely that procedural and anatomical factors encountered while the device was being removed could have affected the device performance and its integrity. Probably the molded internal bolster was detached due to user technique, patient anatomy or other procedural factors, also a lot of force applied pulling the device through the stoma could have contributed with the event. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications.